Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. The reason for call was caller reports the patient (pt) saw e41 on the patient programmer. Caller was not with the pt at the time of the call and did not have any additional information. The pt was redirected to their healthcare provider (hcp) to further address the issue. Email sent to field reps. Caller stated the pt is very elderly and may not be able to hear well. Caller did not know who the physician was. Caller states they spoke with someone who knew exactly what the error code was. No symptoms were reported. Additional information was received from a manufacturer representative (rep). Rep reports speaking with the pt. Additional information was received from the manufacturer representative (rep). Rep reports the patient's representative did not see the error code so they are not sure what the pt saw. Per rep, rep and patient's representative believe the pt saw elective replacement indicator (eri) or end of service (eos) messages as the patient's device is at eos. The cause of the reported e41 code was not determined. Rep reports the plan is to replace the patient's implantable neurostimulator (ins). Rep reports this information was confirmed with the patient and/or physician.